Event description:
Customer reported that due to a delay in receiving an adc meter, she began to experience symptoms of feeling "weak and dizzy." She went to her hcp and was diagnosed with diabetic ketoacidosis. However, the only treatment reported states "diabetic pills." A replacement meter has been sent to customer. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
The product in this case is not available for investigation as it was not received by the customer. A replacement meter has been sent to the customer. Due to the nature of the medical event, a report is being filed.